Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to turn implantable neurostimulator (ins) off because of feeling back pain and twitching in the arm. It was reported that the patient had met with a manufacturer's representative on (B)(6) and did some reprogramming. It was noted that the patient went to healthcare professional (hcp) on (B)(6) for an unrelated issue (the patient stated she had a stomach ache for 7 days, an ultrasound was taken and they did not find anything). The patient reported that on (B)(6) around 4-6 am the patient's back started hurting and left arm twitched. It was stated that the patient turned off the ins at about 8 pm and charged the ins. It was stated that when she turned the ins back on the patient started sweating. The patient stated she could feel the tingling and it "was really high". It was stated that the patient thought "about 2.25" but the manufacturer's representative "had it up to 3 or something before the patient could feel it in the arm". It was stated that the patient had two spots in one arm and one in the back for the stimulation. It was note that the patient called her hcp but they said there were no opening s until the week after next. It was noted that the patient asked about how to arrange for a manufacturer's representative to meet with her at her hcp's office.

Event description:
It was reported that since implant of spinal cord stimulation (scs) system, the patient's left arm twitched when stimulation was on. The implant was turned off for two weeks to let scar tissue and healing complete, but then it was turned back on again. The patient had twitching again since the implant was turned on. The location of normal stimulation was in scapula, lower back area. She had even tried turning down the stimulation, and making adjustments everyday during the week of the report, but there was no luck getting stimulation comfortable. The patient was not getting pain relief, she got stimulation in spots that were hurt, but it was not helpful. It was also stated that she never had a medtronic trial. "During the trial, clinicians sprang this on her, the morning of surgery, 5 o'clock in morning. Clinicians had a new plan, putting medtronic in instead of boston scientific." It was also reported that the patient had scar tissue so was supposed to have a paddle lead in with boston scientific, "but then they cut her back open in three places, chipped off bone, and the patient was in hospital for 5 weeks in bed." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.